Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had possible under delivery. Customer stated they had high blood glucose of 480 mg/dl. Based on customer's response they alleged insulin pump was under delivering as they had high blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.